Event description:
It was reported that during an unk procedure, the clips would not advance. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver; therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Damaged antiback-up and feedbar. The batch history records were reviewed with no anomalies noted during the manufacturing process.